Event description:
Boviac catheter leaking fluid at insertion site. Physician replaced catheter and noticed that there was a lateral split in the catheter being removed, this split is believed to cause the leak.